Manufacturer narrative:
Title: transbronchial microwave ablation of lung nodules with electromagnetic navigation bronchoscopy guidance¿a novel technique and initial experience with 30 cases. Source: transl lung cancer res 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, this study aimed to assess the outcome of transbronchial microwave ablation of lung nodules with electromagnetic navigation bronchoscopy guidance. Total of 30 lung nodules from 25 patients were treated. Mild immediate or delayed pleuritic chest pain was present in 4 cases (13.3%) and responded to common oral analgesics and did not prolong hospital stay. All 4 of the lesions were close to pleura, and the mechanism of pain could be due to pleural irritation after ablation of peripherally located lung nodules. No referred pain to shoulder due to phrenic nerve injury, or referred pain to arm due to brachial plexus injury occurred. Pneumothorax occurred in 2 cases (6.67%) and both required chest drain insertion. Post ablation reaction including fever occurred in 2 cases (6.67%); while mild hemoptysis was noted in 1 case (3.33%).